Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited loss of bluetooth (ble) telemetry. Ble telemetry returned to normal function on its own. The patient condition was stable.